Event description:
It was reported to philips that the c-arm movements were partially unavailable. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was being performed when the issue occurred and was completed as planned by restarting the system. The philips remote service engineer (rse) contacted the customer and identified that system contained saved positions located in invalid or restricted areas. To resolve the problem, rse instructed the customer to delete these saved positions. After deleting the invalid saved positions, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned by restarting the system with no delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.